Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to knee instability. During the revision, the ps tibial insert size 4 x 10mm, and the retaining bolt 10mm were removed. The tibial insert was revised to size 4 x 14mm, and the retaining bolt was revised to a component of the same size.